Manufacturer narrative:
Additional information regarding the reported event has been requested and a device inspection is still pending. Although the sequence of events leading to the reported issue are currently unknown, if a slingbar were to become disengaged from the lift during a patient transfer, it could lead to serious injury or death. All relevant additional information received throughout the course of the investigation will be submitted in a supplemental report.

Event description:
A company representative - service personnel contacted technical service to report that the likorall 242 s, natural, had an issue, customer stated the sling bar is disengaged from the strap. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The service technician inspected the lift and checked its functions. The technician discovered that the slingbar's quick disconnect hook (quick-release hook) was broken and needed to be replaced. The issue was resolved by replacing the quick-release hook. The lift in this complaint was shipped in 2012 and is therefore beyond its expected life time of 10 years. Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Although there was no adverse event reported, if the slingbar were to become disengaged from the lift during a patient transfer, it could lead to serious injury or death.

Event description:
A company representative - service personnel contacted technical service to report that the likorall 242 s, natural, had an issue, customer stated the sling bar is disengaged from the strap. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.